Event description:
It was reported that the patient had the pump placed approximately three hours ago, and shortly after, the pump had begun alarming "reservoir volume empty." The caller had reported that the IV bag was full. The reservoir volume had been recorded as 0.0 ml, and the caller had stated that no amount had been delivered. The patient had not been affected. The event occurred while in use with a patient and no patient harm was reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3 - mfg establishment name and h6. Codes: updated. Device evaluation: customer reported the IV pole is not raising or lowering. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.